Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that fluid began to come out of the balloon and expelled out of the pt's rectal vault. The same device was reinserted and it would not inflate. The device was removed for a second time and the nurse tried to inflate while outside the pt. It did not. The device was discarded and replaced with another unit and this one functioned properly. No untoward effects to the pt.